Event description:
The son of a female pt contacted lifecor customer support to report that her monitor is displaying a "connect electrode belt" message. Support talked the son through disconnecting and reconnecting the electrode belt from the monitor. The son reported getting the same message. A replacement electrode belt was shipped for same day delivery.

Manufacturer narrative:
Device eval of electrode belt has been completed. The reported problem was confirmed. The cause of the 'connect electrode belt; message was several open connections within the distribution node. The wires from the trunk cable to terminators t9, t14, and t15 on the distribution node pca had been pulled away from their solder connections resulting in the open connections.the root cause of the open connections was excessive force on the cable. No adverse event resulted from the damaged electorde belt. The pt rec'd a replacement electrode belt.